Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was received: what were the indications for surgery? Closing stoma. Was the procedure laparoscopic and changed to open? No further information will be available. Was there any change to the incision length when the procedure was changed to an intersphincteric resection (isr)? No further information will be available. Did the patient receive any preoperative chemotherapy or radiation? No further information will be available. What healthcare professional fired the device and what is his/her experience with the device? No further information will be available. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? No further information will be available. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? No further information will be available. What confirmation was received that the device completed the firing sequence? No further information will be available. Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Twice. Was a complete transection of the white breakaway washer visually confirmed? Yes. Were the donuts inspected? Yes. Were there any issues noted with staple formation? No issue on staple formation. What is the current patient status? The patient is stable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during a colostomy closure, it was stiff when firing. The firing site was very low. There was a difficulty in removing the device, and the anastomose site torn. The procedure was changed to intersphincteric resection. After the procedure, the patient is stable. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 11/10/2022.

Manufacturer narrative:
(B)(4). Date sent: 02/13/2023. D4: batch # 892a12. Investigation summary: during the inspection at the independencia pi lab, visual analysis of the returned sample revealed that the cdh25p device arrived with no apparent damage, the washer was cut, no staples were present, and when a test battery was inserted, the green checkmark illuminated. Indicating the device had been fired. However, when the reset battery was inserted, the light did not illuminate, and smoke was noted coming from the battery location on the device. The device was sent to cincinnati for further evaluation. During analysis at cincinnati, the device was disassembled to verify the condition of the internal components. Burn marks were found on the led board. The analysis found the d1 component was found to have shorted out and caused the smoking seen at independencia. When the reset battery was inserted in cincinnati, no smoke was observed, and the device was unable to be reset. The device was also unable to be fired. A known good motor was attached to complaint device, however the device still could not be reset. During the complaint motor inspection, the motor appeared to be difficult to manually manipulate, but then seemed to clear after multiple rotations. The complaint motor was then connected to a known good device and the device fired as expected. The motor was reinstalled into the complaint device and, with a test battery and the stop switch disengaged, the device fired as expected. However, the device could not be reset with the reset battery. When the d1 component shorted and burned, the reset battery part of the circuit became blocked. A possible cause of the issue originally seen at independencia (which was not what was seen with the customer) was due to bodily fluid ingress into the motor. The bodily fluid ingress could cause corrosion of the motor and therefore, the motor to burn up the d1 component of the led board. This could lead to the device no longer being able to be reset. The corrosion of the motor was broken up by the cincinnati investigation team, as the motor started working again after manual manipulation. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Based on the device firing, the difficult to fire issue reported could not be confirmed. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.